Event description:
Customer called to report that the modular chemistry (mc) obstruction detector of the unicel dxc 800 synchron system was leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the odc (obstruction detector) had blown out due to a clot. The fse replaced the odc, the mc collar and the mc probe. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the issue is attributed to the clot in the odc. The issue was resolved when the field service engineer replaced the odc. Customer has not called back to report any further issues relating to this event. (B)(4).